Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake". On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was break in aseptic technique. On (B)(6) 2010, the patient began remedial therapy with fortum (1gm, daily, ip), reflin (1gm, daily, ip) and amikacin (125mg, loading dose, ip). Pd therapy was ongoing. It was not reported whether the patient was retrained; therefore the outcome for the event of break in aseptic technique was unknown. It was unknown if the peritonitis was resolving. The reporter believed that the peritonitis was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.